Event description:
The customer reported that the pump was freeflowing/overinfusing during pt use. The pump was programmed to infuse 2ml/hour of morphine for a total volume to be infused of 50ml of morphine. The entire bag was empty within 30 minutes. Norcan was given to the pt to counteract the morphine. The nurse reported that when they received the pump, the tubing was not all the way in the clamp mecahnism, however it did not alarm like it was supposed to. The customer stated that no pt injuries were reported to have occurred as a result of this event.